Manufacturer narrative:
Other, other text: kit was returned for investigation. Root cause found that a supplied item was the cause of the issue. The component has been routed to the supplier. No further information is available.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08024. The report was submitted in error.

Event description:
It was reported that epidural minipack syringe is leaking from a hole on the bottom. No adverse patient effects were reported.